Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing of the returned sample, testing of a retained reagent kit of lot 01118be01, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no adverse or no related non-statistical trends. The returned sample was tested with lot 92303li00, as the complaint lot 01118be01 was not available for testing, and a non-reactive result of 0.14 s/co was obtained. No non-conformances, deviations and potential non- conformances associated with the affected reagent lot were identified. A retained reagent kit of lot number 01118be01 was tested in a sensitivity setup and the results did not implicate that the performance of the used lots is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Section d suspect medical device catalog number was updated from 08d06-39 to 08d06-77. Section d suspect medical device lot number was updated from 01118be00 to 01118be01. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information has been provided. No additional patient information is available. This report is being filed on an international product, list number 08d06-39 that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) syphilis tp patient result of (B)(6), when processing on the architect i2000sr. Additional testing with tppa was (B)(6) and rpr/tp-ab was (B)(6). No impact to patient management was reported.